Event description:
It was reported via the implant patient registry that a (B)(6) male underwent a valve explant after an implant duration of two (2) years, ten (10) months due to a combination of degeneration, severe mitral stenosis, pannus, and severe mitral regurgitation. This was replaced with a 25mm magna mitral ease pericardial bioprostheses (B)(4). The patient was taken to the ICU in critical condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative although there have been attempts to receive further information regarding the availability of the bioprosthetic heart valve, the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received from the site indicate the device was discarded.